Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during post procedure, the blue, proximal port of a swan ganz catheter was cracked and leaking. It is unknown what leaked. Lumens were flushed, tubing was changed, and catheter was repositioned. Catheter was in the patient for either 3 days to 2 weeks. There were no patient injuries but a new insertion site was needed for a new line placement.